Event description:
The customer reported an ac power module failure and indicated that they needed to order a new ac power module. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported an ac power module failure and indicated that they needed to order a new ac power module. There was no reported patient involvement. The device was not evaluated by philips. The philips response center provided the customer with parts ordering information. As of (B)(4) 2013 there have been no further calls from the customer regarding this issue. Based on the information available, we are considering this is an ac power module malfunction.